Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI upn: m365sc8416700. Model: sc-8416-70. Serial:(B)(6). Batch: 7070225.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Sc-1200 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility.